Manufacturer narrative:
The pod was received fully deployed. A leak was observed in the fluid path during the leak test due to damage to the exposed portion of the soft cannula. The timing and cause of this damage is unknown. It could not be determined if the observed damage contributed to the reported leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached 16.8 mmol/l (302.4 mg/dl) while wearing the pod between 25 and 26 hours when insulin began leaking. Investigation of the pod found a torn cannula.